Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the hospital for a device change out due to normal eri, episodes of noise resulting in oversensing and inappropriate high voltage therapy were seen on the right ventricular lead. The lead was capped and replaced.